Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: g2. It was reported by the customer through the emergency support program line that the cardiosave intra aortic balloon pump (iabp) experienced a gas loss alarm during use while in transport. The customer reported that they accompanied the patient and ems crew to the another facility to manage the iabp care. The customer also reported that there was no sign of blood in the helium tubing, all connections were secure and appropriate. The customer also stated that the alarm went off shortly after they placed the patient in the ambulance and attempted to press start multiple times to no avail. It was reported that said a member of the ems crew tried to perform a fill using the iab fill key but was also unsuccessful. It was reported that they did not know how long they held down the key and did not think they pressed start after pressing the fill key. The customer pressed start several more times and was able to get the pump started for ¿4-6 pumps each time.¿ when they arrived at the other facility, they switched the patient over to another cardiosave and the alarm did not go off again. Esp personnel explained the nature of the alarm and that it was likely triggered due to increased patient movement from bed to stretcher then stretcher to ambulance. Esp personnel also reviewed appropriate troubleshooting with the customer.

Event description:
It was reported that during patient transport using a cardiosave iabp, a gas loss alarm was triggered shortly after the patient was placed in the ambulance. Despite multiple attempts to start the pump, it only operated briefly (4¿6 pumps each time). An ems crew member attempted a manual fill using the iab fill key but was unsuccessful. No visible blood was found in the helium tubing, and all connections appeared secure. The alarm did not recur after the patient was switched to another cardiosave unit at the receiving facility. The issue was likely caused by increased patient movement during transfers. Troubleshooting steps were reviewed with the nurse, and no patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1, e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.